Manufacturer narrative:
The complaint of a breach in the extension tubing and leak was confirmed; however, the root cause could not be determined. One 18g nexiva IV catheter was returned for investigation. The sample exhibited evidence of use. A circumferential breach was observed in the extension tubing, which allowed fluid to leak. As the device had been opened and used, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
(B)(6) 2025. There was no injury, but the patient did require a re-stick for another IV site (both times), and we use 18-gauge IV catheters, which can be uncomfortable for insertion. Additionally, with a well-functioning IV site and a large gauge, there was a significant amount of blood flowing due to a defect in the tubing, which unnecessarily exposed the staff member to a considerable volume of blood. The patient had no serious injury and had a working IV site for her induction of labor for the day. The nurse did not have any direct contact with blood other to her gloved hands and scrubs which she was able to change.

Event description:
18ga IV catheter looks to have a hole near the clamp and when IV was being given proceeded to leak blood out from the hole.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.